Event description:
It was reported that during a basic knee surgery, it was noticed that the tip of the probe was missing. The doctor finished the case with a 90-s max probe.

Manufacturer narrative:
Follow up information upon further investigation will be submitted.